Event description:
It was reported that prior to the implant procedure, the pulse generator was interrogated and a battery longevity anomaly was observed. The device was not used and a new device was implanted.

Manufacturer narrative:
Final analysis confirmed the reported battery measurement anomaly. The pulse generator exhibited a high current drain due to a discrepant integrated circuit. After replacing the integrated circuit, normal function resumed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.